Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00199.

Event description:
The patient was undergoing a coil embolization procedure in the popliteal artery using ruby coils and lantern delivery microcatheters (lanterns). During the procedure, while advancing a ruby coil through a lantern, the ruby coil became stuck and would not advance through the distal end of the lantern. Therefore, the ruby coil was re-sheathed, the lantern was removed and no longer used. The physician then successfully deployed and detached the previously re-sheathed ruby coil and eight additional ruby coils in the target vessel using a new lantern. While attempting to advance the tenth ruby coil into the lantern, the ruby coil would not fully advance out of its introducer sheath and into the lantern. It was reported that the ruby coil felt stuck; therefore, it was removed. The procedure was completed using a new ruby coil and same lantern. There was no report of an adverse effect to the patient.